Event description:
It was reported that the lightning struck the patients home and the transmitter was noted to have burned. The device would no longer be used and replaced.

Manufacturer narrative:
(B)(4).